Manufacturer narrative:
Device not accessible for testing (4117 / 3233): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made in order to obtain additional information regarding the evaluation and status of the iabp unit involved in this event. If this information is provided, a supplemental report will be submitted. Additionally, a supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that during use on a patient in the cardiovascular (cv) operating room (or), the intra-aortic balloon pump (iabp) generated a fiber optic (fo) sensor failure alarm. The patient was on the or table and the end user had just placed the intra-aortic balloon (iab). The end user was advised by getinge emergency support to disconnect the fo connector zero the transducer to monitor the patient. This was observed to be successful. The call was quick and the customer needed to be off the phone quickly. Iab insertion date was (B)(6) 2021. On (B)(6) 2021 it was reported that the patient had expired. The customer has not attributed the patient's death to the iabp unit. Patient height: 188cm. The associated intra-aortic balloon has been reported under medwatch report # 2248146-2021-00538.

Event description:
N/a.